Manufacturer narrative:
Name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site:3003442380.

Event description:
It was reported that the patient faced bleeding event due to skin issue and which led to asymptomatic elevated blood glucose on (B)(6) 2026 and it was addressed by correction via insulin by pump.